Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that insulin pump had a no screen. Customer stated that they went to swimming. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display, keypad unresponsive/button error alarm and moisture damage on july 03, 2022. Device passed displacement test, self test and active current measurement. Device failed sleep current measurement due to high current due to moisture damage on electrical board. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No device error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The device downloaded history confirmed the device alarmed battery failed alarm on (B)(6) 2022 at 13:19:21.000. All buttons function properly. Unit passed the keypad voltage test. No physical damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device was cut open to perform visual inspection and found moisture damage on the electrical board, force sensor, motor and harness assembly vibrator. Additionally corroded keypad was noted during inspection. The following were noted during visual inspection: pillowing keypad overlay. Blank display was not observed during testing. Blank display was not confirmed. Keypad unresponsive/button error alarm was not confirmed. Unexpected battery power loss confirmed due to moisture damage on electrical board moisture damage confirmed on the electrical board, force sensor, motor, keypad and harness assembly vibrator medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.